Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range impedance measurements of 2045 ohms. Rv impedance had been gradually increasing for a couple of months. Noise was noted. The patient is pacing dependent and asymptomatic. This rv lead remains in service. No adverse patient effects were reported.